Event description:
A cracked and shattered touchscreen was reported, rendering the pump's display unresponsive and illegible after it was dropped. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy, while technical support arranged for a replacement pump and confirmed that it would come with updated software. The customer was instructed to allow the pump's battery to deplete fully before return and was advised to return the pump within 10 days to avoid charges. The customer was also informed about how to set up the new device and acknowledged understanding all instructions.